Manufacturer narrative:
(B)(4). The cse inspected the device and replaced the o2 sensor. The device passed extended self-test (est), short self-test (sst), and o2 calibration. Studies performed on a worst case condition with a crack of 90 percent cross-section have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 23 december, 2013.

Event description:
Covidien received information that an 840 ventilator had a cracked oxygen (o2) sensor. The device was not being used on a patient when event occurred. Covidien customer support engineer (cse) verified the malfunction.